Manufacturer narrative:
A field service engineer (fse) inspected the instrument and found mc side leak is due to defective threaded plug on mc manifold of di h2o side. The fse replaced the defective threaded plug with new plug, and this resolved the issue. Hardware is the root cause for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that unicel dxc 800 synchron clinical system is leaking under modular chemistries (mc) side bulk reagent. No injury has been reported in connection with this event.